Event description:
Removal of endosseous dental implant. Three implants were placed in class 2 bone during a routine procedure. According to the clinician, the implant in site #30 was removed one month post-op, at which time pain & swelling were present. He suspects that poor hygiene and a tongue habit may have led to the failure.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.